Event description:
It was reported patient underwent partial knee arthroplasty in 2009. Subsequently, patient alleges pain, injections and having knee drained. No further information has been provided. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Product code - unknown. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.